Manufacturer narrative:
Date is an estimate (year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had their ins replaced due to recharging difficulties. Recharging was miserable and "it was like laying on a brick", the implant battery did not hold a charge and "it was going downhill quick". Initially the patient would get 10 days out of it and then it dropped down to maybe 3-4. Additional information was received reporting that the rep was unaware of any problems other than a battery change. The patient's weight at the time of the event was unknown, the cause of the ins not holding a charge was not determined, the rep did not have possession of the device/did not state the status of the device, and ins replacement resolved the reported issues and no other actions are planned. No further complications were reported or anticipated.